Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent a two-stage knee replacement procedure. Approximately nine (9) years post-implantation, the patient presented with acute pain of the implanted prosthesis. Diagnostic images showed a fracture of the cone connection from the femoral component to the femoral stem. During the revision procedure, pronounced metallosis and considerable loosening of the femoral component were discovered. Osteolysis around the femoral and tibial components was also seen. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however is reported to have occurred in 2016. . G2: foreign: germany diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.